Event description:
Implant fracture of a dental implant that was phased out more than 5 years ago. Placement date unknown.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant.

Event description:
Implant fracture of a dental implant that was phased out more than 5 years ago. Placement date unknown.